Event description:
It was reported to covidien by customer's medwatch that a pt was in cardiac arrest and endotracheal intubation was performed by anesthesia. Negative etco2 per device however positive condensation in endotracheal tube and positive breath sounds. A second etco2 device was obtained and verified positive etco2. Please refer to MFR report # 2936999-2013-00881.